Event description:
It was reported the patient has had three pumps removed due to pump site infection. The physician believed the patient was aspirating the drug from the pump for self administration (IV drug abuse). The drug used in the pump is hydromorphone. See also MFR report#: 3004209178200804617 and 6000030200807074.